Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they experienced a broken sensor wire. Upon sensor pod removal ,the sensor wire remained in the patients abdomen. Patient reported not experiencing any discomfort. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention.